Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving error 3, 4, and 5 messages. One week later, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose 2 to 4 times per day and manages his diabetes with novolin and humulin insulin. The pt takes his insulin based on a sliding scale per the lfs meter reading. Reportedly, after the error messages began at about 2 weeks prior at about 7-9am, the pt was unable to test his blood glucose. During the following week after the product issue began, the pt reportedly was having high and low symptoms described as "weakness, fatigue, and blurred vision." The pt administered self-treatment with a piece of candy when he had symptoms of "weakness and fatigue." His symptom of blurred vision, which the pt attributes to high blood sugar, was managed by watching what he ate that week. During troubleshooting, the customer care advocate verified that the testing process was correct, and the reported issue was not resolved as the pt did not have any testing supplies. The complaint is being reported because the pt claimed he had symptoms that can be associated with both hypoglycemia and hyperglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.